Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle laboratory department found that there was a clot in the arterial blood collector, which also occurred after resampling, and no clotting occurred in the venous blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿on (B)(6) 2022, at 10 a.m., a nurse in the hospital immediately sent arterial blood to the patient after collecting it. The laboratory department found that there was a clot in the arterial blood collector, which also occurred after resampling, and no clotting occurred in the venous blood.

Event description:
It was reported when using the bd preset¿ syringe with attached needle laboratory department found that there was a clot in the arterial blood collector, which also occurred after resampling, and no clotting occurred in the venous blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿on (B)(6) 2022, at 10 a.m., a nurse in the hospital immediately sent arterial blood to the patient after collecting it. The laboratory department found that there was a clot in the arterial blood collector, which also occurred after resampling, and no clotting occurred in the venous blood.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was observed. Additionally, 10 retention samples from bd inventory were analyzed for heparin content and the issue of clotting was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode